Event description:
It was reported that the patient was experiencing inadequate left side coverage from their scs leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were, explanted, replaced and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The event of a full system revision was reported to abbott. The leads were revised due to no coverage on the left side. The ipg was electively upgraded. The octrode leads and prodigy ipg were explanted and replaced with a penta at t8/9 and an eterna ipg. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000099346.